Manufacturer narrative:
Patient information: unk. Event date: unk. Suspect medical device: unk. Initial reporter address: unk. PMA 510(k): this product is not marketed in the us. Mfg date: unk. (B)(4).

Event description:
On (B)(6) 2017 the reporter indicated awareness "of a case of v4c lens + lens opacity." The lens was removed and phaco iol implantation was performed. At the date of MDR submission, attemps to obtain additional information have been unsuccessful.

Manufacturer narrative:
(B)(4): lens exchange; should state: lens explant. Conclusion: off-label use [over 45 years of age at time of implant ((B)(6))]. Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, diopter -11.00 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was explanted due to lens opacity. Phaco iol implantation was performed.